Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for the no delivery alarm due to the blank display.

Event description:
The customer called to report multiple. No delivery alarms during bolus attempts. Troubleshooting was performed, but the insulin pump continued to alarm. The customer also stated that the insulin pump was exposed to rain a few days earlier. Advised that the insulin pump would be replaced. Nothing further was reported.